Event description:
A malfunction was reported with a displayed code of "malf 9." There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, assisted the customer with the reset, and confirmed that the malfunction code did not recur. The customer was advised to call back if the issue reoccurred and was informed that they could continue using the pump.